Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump's act button was not always giving an indication of a pressed feeling. The insulin pump alarmed no delivery and they also received motor calibration errors. No delivery has caused the customer to not receive insulin for about 4 to 6 hours. Customer's blood glucose level was not reported. The device was not returned.